Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator alarmed and displayed technical event 231032 ¿expirationvalvedisconnected¿ during ventilation. An additional ventilator was required. No harm occurred. A field engineer replaced the defective expiratory valve assembly (part no. Msp160557) with an OEM-certified part. After replacement, the ventilator was tested according to manufacturer guidelines, and all performance checks passed. The ventilator was returned to service. No further information was provided. The case is considered closed.

Event description:
The following was reported: patient was ventilated during ventilation were appearing alarms technical event (te) 231032 (expiration valve disconnected). Ventilator had to be replaced for another one. No clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.